Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/21/16 medical records received. Medical records reviewed for MDR reportability. Medical records reported pain and elevated metal ions without lab results. Revision surgical report noted corrosion. Stem part/lot updated. The complaint was updated on: may 6, 2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision reported by sales rep; right hip; reason for revision: large amount of trunnion wear on stem. There was also no bony ongrowth of the cup. No stem details provided. Unknown stem entered. Sent to investigation as reason for revision only applies to stem. (B)(4) 2015.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. The asr devices have been determined non-contributing to the event and will not be investigated further. A search of the complaints databases and/or review of device history records was not possible against the femoral stem as the necessary product/lot code combination was not provided. The investigation can draw no conclusions regarding the reported event with the information provided. Based on the performed investigation, the need for corrective action has not been indicated.